Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy: a gap was noticed between the reload and anvil jaw, this happened after the second fire and a new gun was opened to complete rest of the procedure. It was female patient age (B)(6), seamgaurd was used with black reloads on both sides of the reload, bougie size 34fr. Rep was present at the case. No ae to the patient. 10 minutes delay in the surgery.

Manufacturer narrative:
(B)(4). Batch # r59k45. Device evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.